Manufacturer narrative:
Additional information was received stating this system is still exhibiting high and out of range shock impedance measurements. A boston scientific technical services consultant discussed troubleshooting with the caller and increasing the trigger to 150 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of this patient's remote monitoring data noted an increase in pacing impedance measurements and shocking impedance measurements over the past six months. Shocking impedances had exceeded 125 ohms. The patient's last in office visit which was one month ago, produced normal measurements. The patient will continue to be followed. No adverse patient effects were reported.